Event description:
It was reported that log files were sent for analysis. It was said that patient had a large aortic thrombus in the setting of subdural hematoma and the patient was not started on anticoagulation. They were admitted for planned resumption of anticoagulation today. It was noted to have a lactate dehydrogenase (ldh) of 1453 (baseline 260s). There were no low flows reported by family, adequate function. The appropriate flows and power consumption were noted on the history screen. It was indicated that the patient¿s clinical presentation shows signs and symptoms of possible thrombus. The data that was reviewed did not contain attributes which would lead us to suspect the presence of thrombus within the motor chamber; however, that was said to not mean that thrombus was not present in the circulatory loop. Log files captured routine events and there were no notable alarm conditions or parameter changes seen. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. The system controller event log file contained events from (B)(6) 2025 through 28nov2025. No notable events or alarms were captured, and the pump appeared to operate as intended through the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, thromboembolism, and hemolysis, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.